Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited oversensing of noise, and low amplitude on the right atrial channel. It was also noted low pacing impedance with high thresholds on the right ventricular channel. A technical service reviewed the available electrograms, and provided recommendations for lead integrity testing. The device remains implanted. No adverse patient effects were reported. Attempts to collect additional information regarding the lead model/serials have been unsuccessful at this time.